Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces and there was no button error alarm. The insulin pump was received with scratches on the lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window. (B)(4).

Event description:
Customer reported via phone call button error alarm and low blood glucose levels. Customer's blood glucose level was 38 mg/dl. Troubleshooting for the button error alarm was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.